Manufacturer narrative:
Device was received with pump error 68/49/23/25 alarm after battery changed due to broken wire internal battery. No unexpected failed battery test alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump errors alarms. Customer was able to clear the alarm and was able to complete rewind. The error recurred after battery change. Customer reported that the drive support cap appeared to be normal. No harm requiring medical intervention was reported. The device will be returned for analysis.